Event description:
The patient reported that the down arrow button became suddenly unresponsive this morning. The patient confirmed that all other buttons were working correctly. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/02/2011 with the following findings: the up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and the button contacts were found to be misaligned.